Event description:
During a permanent implant procedure to receive two leads (from the same lot), the pt experienced a wet tap. The pt also experienced a headache. As a result, the procedure was aborted. A blood patch was not performed, but the pt stayed overnight in the hosp. Over time the pt's issue resolved and he is doing well.

Manufacturer narrative:
MFR's eval: the returned leads were not analyzed as the complaint of neurological deficit disorder could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.